Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the issue began on (B) (6) 2010 at 9am. The patient indicated she manages her diabetes with insulin (self adjuster); however, after the alleged issue began, the patient stated she had less food/drink at 11am. The patient denied developing any symptoms as a result of the reported issue. Approximately six hours after the alleged issue occurred, during a doctor's office visit, the patient reported a blood glucose reading of "475 mg/dl" on the doctor/clinic's meter and was also administered insulin (type and dosage not specified) by her health care provider as treatment. At the time of troubleshooting, cca verified that the subject meter did not power on with power button and the battery in the subject meter did not need to be replaced, per owner's manual recommendation. In addition, the cca noted that the patient did not have the correct test strips at the time of the call. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the reported issue and subsequently needed to be treated by her physician for hyperglycemia after the alleged meter issue began.